Event description:
It was reported that during a ptca/stenting treatment procedure, the tip of the pt2 moderate support guidewire fractured during removal. The wire had been used to successfully deliver a stent. The physician was then advancing a balloon over the wire for post dilation when the tip of the wire fractured. Attempts to snare were unsuccessful and the tip of the wire remains in the distal lad. Patient was medicated with protamine and was stabilized. Additional information has been requested regarding this event.